Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device turned it self off 3 times during charging while in use on battery power. The users plugged the device into ac power. There was no reported patient involvement.

Manufacturer narrative:
One mrx li-ion battery pack was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this mrx li-ion battery pack. (B)4)

Event description:
The customer reported that the defibrillator turned off while in use. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.